Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-07720. It was reported the patient underwent a permanent implant procedure on (B)(6) 2018. Blood thinners were administered to the patient the same night. Per the physician, the patient should not have been placed on blood thinners. The following morning on (B)(6) 2018, the patient presented with stroke symptoms, weakness in the legs and loss of motor function below the waist . The scs system was explanted on (B)(6) 2018 for an MRI which revealed a subdural hematoma and clot in the brain.

Event description:
Device 2 of 2 : reference MFR. Report: 1627487-2018-07720. Follow-up identified the field representative will not receive further updates on the patient's status following system explant.